Event description:
No thread tap used, primary stability not achieved, implant didn't achieve osseointegration, implant wasn't completely covered by bone, inadequate bone quality/quantity, peri-implantitis, pain, abscess, mobility.